Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals on its right ventricular (rv), right atrial (ra) and shock channel, with a non-sustained ventricular tachycardia registered as a result. Technical services (ts) was consulted and reviewed stored data, with electromagnetic interference (emi) suspected as the source. This device remains in service. No adverse patient effects were reported.